Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right ventricular (rv) lead was "defective." Follow up was conducted and no further information was ascertained at this time. The lead was replaced. No patient complications have been reported as a result of this event.